Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited risen capture threshold and risen impedance. It was discovered that the lead had dislodged. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.